Manufacturer narrative:
Alleged failure: cracks around the circumference of 3 of our ratcheting laparoscopic handles. The probable root cause/s could be incorrect sterilization/reprocessing procedure, poor autoclave reliability, handling procedures, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the insulation had been compromised.